Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd administration set exhibited leaking while in use with the patient. No adverse effects reported.

Manufacturer narrative:
Cadd administration sets was returned for analysis. Two pictures were received by shm, and its can be observed rra product since the front and back side of its original package; no drops nor leak was noted in any of the pictures. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. No damaged nor workmanship defects were detected on the product. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions; and no leaks were detected. The sample successfully passed all testing. The customer's reported problem could not be duplicated. Root cause cannot be determined since the complaint was not confirmed due to the sample successfully tested. No corrective actions are required since the complaint was not confirmed. However, production personnel were notified by quality engineer as awareness of the defect reported by the customer.